Event description:
A cs33 was used to perform a bowel anastamosis. Cs33 was brought into firing range. Md waited a few sounds and then closed again to a tighter firing range. Stapler was fired resulting in "complete firing". However there was noticeable leak initially and when cs33 was withdrawn the anastomosis literally fell apart with malformed staples in tissue and on the head of stapler. Md redid anastomosis. Cs33 was fully open but anvil could not be detached to remove donuts for inspection. Case completed using another device.